Event description:
It was reported by the rep that the device was used during a low anterior resection. It was reported the staples did not form completely. The surgeon feels that the rectum tissue was extremely thick possibly as a result of the chemotherapy. The staples formed partially, but not completely. There was no consequence to the pt. 10/21/98 case was completed by hand sewing the anastomosis.